Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws began smoking in the pt's leg and overheating even though the activation toggle switch was confirmed to be in the "off" position. A replacement unit was used to complete the procedure with the same cable. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).